Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19384, reference MFR report #1627487-2013-19385. It was reported, the pt was not receiving effective stimulation coverage and had no pain relief. It was also reported, the system did not work anymore. The scs system was explanted. The device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.